Manufacturer narrative:
The pump was received with compromised force system sensor error alarm during basic occlusion test due to moisture damage inside of the resistor. Unit had cracked case at display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and the pump cannot complete the rewind sequence. Customer's blood glucose reading was unknown at the time of incident. Troubleshooting explained the possible cause of the alarm and customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.